Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiry date.the complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, the patient suddenly "crashed" on the table; his blood pressure dropped and he became unresponsive and bradycardic. It was suggested by one of the physicians in the procedure that an electrode tine may have perforated the left ventricle of the patient's heart; however, this was never confirmed. The patient underwent surgery and was reported to be stable following that procedure. The physician alleged no malfunction of the leveen coaccess electrode. The complainant has declined to provide any further information.